Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose level was 36 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer alleged the insulin pump for under delivery due to total daily dose was 91 and normally total daily dose was usually in 30s . The customer did not use auto mode at the time of the incident. The customer reported that he insulin pump passed the displacement test. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08555 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).